Event description:
It was reported that when the switch was turned on ,the pulsavac plus wound debridement system fan spray kit did not operate. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A review of the manufacturing records was performed for part number 00515047500, lot 61792131. This lot was manufactured and released into inventory on 06/01/2011. There were no nonconformances during manufacture that would be related to this complaint. All testing requirements were met. Evaluation of the device observed the unit did not function when engaging the switch. Inspection of the battery pack terminals. Continuity of the gun and switch was normal. The battery pack was not at full charge, individual battery charges varied. Various stages of corrosion were witnessed on the battery pack terminal and the battery ends. Several batteries displayed leakage. The device also failed to operate with all fresh batteries and the battery pack still displayed low voltage when tested due to the corrosion on the battery pack terminal. The customer's reported event was confirmed. The most likely cause for this event is the corrosion of the battery pack terminal due to the degradation of the batteries. The cause for the battery degradation is undetermined.